Event description:
On (B)(6) 2012, the patient contacted the animas corporation and reported that all of the keypad buttons were unresponsive. The patient claimed to have removed the batteries and rebooted pump but the buttons were still not responding. The patient stated the issue began (B)(6) 2012. The patient stated the keypad is intact and the pump has not been exposed to trauma or moisture. The patient reportedly wore the pump exterior to garment in a protective case. The patient said that the pump was not cleaned. There is no reported adverse event with this complaint. This report is being filed due to a keypad malfunction allegation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. The "down" button was found to scroll and stick. The keypad was removed and contamination was observed under the down and contrast button contacts.